Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator for information regarding the other ins, please reference reg report # 3004209178-2019-02592. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had their ins implanted in 2013. They lost weight gradually from 2014 to 2016 and the ins was in their butt cheek but rose up higher in their back. You could see it sticking out so the doctor re-implanted it on (B)(6) 2016. The patient told their healthcare professional (hcp) that they were having problems with the unit from the beginning not holding a charge. The patient had also noted that the charger and controller were already replaced but charging was still not working. After doing some research online, they found out that was a problem with these units. In 2016, the patient thought the hcp was going to change the ins because of the problems with charging but they never received an ID card and device registration services did not have indication a new unit was implanted during that surgery so the patient is starting to think that the hcp did not insert the new ins during that surgery because following the surgery, they had the same problems with the ins holding a charge. The patient noted that the ins is a godsend when it is working but if they do not use it for 2 days, it goes bad. Patient services recommended that the patient follow up with their healthcare professional (hcp) to confirm the current implant. No further complications were reported/are anticipated. Additional information was received from a healthcare professional (hcp) on 2019-mar-22. The hcp provided the ins serial number that was implanted on (B)(6) 2016. The cause of the ins not holding a charge was not determined and the hcp advised that we talk with the manufacture representative (rep) to determine what was done to resolve the issue. No further complications were reported/are anticipated.